Event description:
Received information regarding an empty cartridge alarm. Customer's blood glucose level was not impacted. Customer was able to load a new cartridge successfully.

Manufacturer narrative:
No product return for evaluation. Should new information become available, a follow up supplemental report will be submitted.